Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic miles (abdominoperineal resection)- " first 2 clip were fired and worked correctly. Third clip was applied onto an artery and re opened after application. The surgeon tried to apply some other clip on the same vessel but 5 open clips fell down. Clip applier was extracted from patient and another one (still direct drive) was used. This second one worked correctly. Surgeon, on mayo table, tried to fire again a clip from the first clip applier and noticed the jaw was blocked. Event sample is available for inspection." Type of intervention - "clip recover from patient abdomen." Patient status - good.

Manufacturer narrative:
On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied medical team member, december 17, 2015: "with respect to this cer the mis informed us that the first clip was loaded on jaw before application on tissue, no application of clip on thick tissues (they use it only on small vessels)."